Event description:
On (B)(6) 2011 it was reported, patient's wound was red and slightly inflamed. Patient to be reviewed in clinic in 6-8 weeks. (B)(6). Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).